Manufacturer narrative:
Follow-up # 1 date of submission 08/01/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed that the last bolus and basal deliveries were on (B)(6) 2014. The suspend history showed that the pump was manually suspended on (B)(6) 2014 at 7:42 and resumed at 7:58. No alarms outside the range of normal patient use were observed in the pump history. The boluses and basal added up appropriately to the total daily delivery. The pump history verified that the pump was delivering accurately until the last date used. The pump successfully passed a delivery accuracy test. No alarms occurred during testing. The complaint that the pump was delivering inaccurately was not able to be duplicated during investigation. No defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.